Manufacturer narrative:
Device evaluation results are: from the examination of the returned device and clinical information provided, the exact cause of the suprarenal stent severance from the main body, leading to the stent graft migration, proximal type I endoleak and increasing aaa, could not be determined. The cause of the previously seen proximal type I endoleak which was treated with coils also could not be determined. Analysis concluded that the stent detachment was likely due to suture failures at each of the 5 suprarenal stent attachment suture sites, and was not due to any proximal fabric tears. A possible root cause scenario could be disease progression causing neck dilatation and neck angulation, leading to lack of radial support along the proximal seal stent, and eventual suprarenal stent separation caused by high loading and failure of the suprarenal stent to fabric attachment sutures. It is unknown if the coils placed within the proximal neck to resolve an earlier proximal type I endoleak may have also contributed to the stent severance.

Manufacturer narrative:
Photo evaluation of explanted stent graft results are: several photograph¿s likely immediately following explanting of the device were returned from the site. The transected proximal 3 stent ring length portion of the bifurcate aortic body was seen placed on a surgical table; fresh blood was visible on the majority of the device. Two sides (quadrant¿s) of the bifurcate were seen on the photo¿s. The bifurcate suprarenal stents and the majority of the attachment sutures along the bifurcate proximal margin were not visible on the images. However, a complete assessment of the cut sutures and proximal fabric was unable to be performed since the stent graft was partially obscured by blood/tissue. The several visible remaining suprarenal stent attachment sutures at two different radial locations appeared to have been cut or torn away from the bifurcate. No clear tears of the fabric proximal margin were observed. The proximal fabric was relatively smooth and non-jagged approximately 1mm above the proximal covered stent and proximal markers. Three of the four visible proximal radiopaque marker¿s appeared to be properly attached. No obvious stent fractures or any other fabric tears were visible on the images provided. The distal portion of the bifurcate, between stents #3 and #4, appeared to have been transected during explant. The exact cause of the bifurcate suprarenal stent severance from the main body, leading to the migration of the bifurcate into the aaa sac and a proximal type I endoleak, could not be determined from the limited photograph¿s provided. A complete visualization and assessment of the stent graft could not be performed from these images of the photographed device which was partially obscured by blood/tissue. It appears more likely that stent graft failed at the suprarenal stent attachment sutures rather that along the proximal fabric. As noted in the previously reviewed films, it is possible that the severely angulated proximal neck may have contributed to the detachment. A possible scenario was disease progression causing neck dilatation and neck angulation, with lack of radial support for the seal stent, and eventual separation.

Manufacturer narrative:
Review of returned CT¿s and film report 5 years post-implant revealed that an endurant stent graft system was implanted in the patient. The distal apices of the bifurcate suprarenal stents were positioned just below the renal arteries. However, the bifurcate stent graft fabric and covered stents had separated from the suprarenal stents; there was ~4cm of separation between the distal apices of the suprarenal stents and the proximal stent graft margin. All five apices of the suprarenal stents appeared intact; no obvious stent or attachment pin fractures were observed. The suprarenal stents were fully opposed to the suprarenal aorta; the stent od/aorta ID measured ~23mm. The proximal neck was severely angulated and the bifurcate was acutely angulated at both the suprarenal stent detachment and at the flow divider. The suprarenal neck angulation from the suprarenal stents to the bifurcate proximal graft margin measured ~50deg p-a. The infrarenal neck angulation from the stent graft pgm to the iliac limbs measured ~95deg a-p. There was little visible left-right neck angulation. Within the bifurcate detachment area the infrarenal aorta appeared dilated and the neck was short. However, details from the films were obscured by artifacts from the placement of coils along the posterior and right side of the proximal sac (likely from earlier type ii endoleaks) and the length and diameter of the neck just below the suprarenal stents could not be accurately measured. The bifurcate proximal diameter within the aaa sac measured ~26mm and the aaa diameter at that location measured ~7.5cm. The max diameter aaa measured 8.3cm transverse x 8.7cm a-p, and there was a proximal type I endoleak. The right ipsi limb and extension were seen positioned within the distal segment of the right common iliac artery, and the contra limb and extension were positioned into the distal segment of the left common iliac artery. Both distal limbs appeared well sealed, no stent graft kinks or compression was observed, and both limbs were patent. No occlusion was seen distal to the stent graft; bilaterally. The exact cause of the bifurcate suprarenal stent severance from the main body, leading to the migration of the bifurcate into the aaa sac and a proximal type I endoleak, could not be determined from the films provided. The anatomy at implant is unknown, earlier post-implant films were not available for return and comparison, and the timing of the event is unknown. It is unclear if the stent graft failed at the suprarenal stent attachment sutures and/or at the proximal fabric. It is possible that the current severely angulated proximal neck may have contributed to the detachment. A possible scenario is disease progression causing neck dilatation and neck angulation, with lack of radial support for the seal stent, and eventual separation.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm approximately 62 months ago. It was reported that the CT from approximately one month ago revealed that there are coils that were implanted on an unknown date and the suprarenal stents appeared to have a 4 cm separation from the proximal stent graft material. The physician does not know the cause of the event. The patient had a secondary intervention two weeks later where open repair was performed. Because the suprarenal stents were no longer attached to the graft, the top portion of the graft was cut close to the flow divider. A surgical graft was then sutured proximally to the aorta and distally into the remaining iliac arteries. The intervention was successful and the event was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.